Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 350 mg/dl at its highest. A bolus via the pump and a temporary basal rate was set. The customer did not think the pump was delivering insulin. During a pump system check, an air bubble was observed in the cartridge pigtail. Tandem technical support (cts) advised the customer to change out the cartridge. The customer declined and did not think this was the cause of the high bg. No other device issues were identified. Cts informed the customer that the pump appears to be operating as expected and the customer acknowledged the information.